Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open can h, -5v, and main batt wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires were excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor reported that an electrode belt was unable to communicate with the monitor.